Manufacturer narrative:
Unit received with unresponsive keypad assembly due to corrosion. During visual inspection, found the j1 keypad connector on pcba 1 was corroded. Unable to perform displacement test due to corroded keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged. Customer¿s blood glucose level was unknown. The device will be returned for analysis.